Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with t10 fracture-thoracic kyphosis and underwent arthrodesis at t3-s1. Post-op, the rod broke into the connector preventing fusion. As a result, patient suffered from pain. T3-sacrum arthrodesis, rod replacement, screw replacement and nut replacement were performed as a revision surgery.

Manufacturer narrative:
Product analysis: visual and optical inspection confirmed the rod was cut . Optical examination of the fracture surface found a fairly flat fracture surface with a slight shear lip and rays emanating away from the area of crack propagation, which is consistent with the rod being sheared prior to implanting. Multiple witness marks across the surface of the rod consistent with the seating of the rod in the mas screw heads. Dimensional inspection of rod diameter in several areas confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. No fault found.: radiographic image review: post-op x-rays for bony segment thoraco-pelvic fixation for kyphotic deformity shows displacement of rods from connectors bilaterally. The connection between the upper and lower segments of the instrumentation occurs at the apex of the kyphotic deformity. This is a natural place for hardware failure to happen if fusion has not occurred. If information is provided in the future, a supplemental report will be issued.